Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the tip of the inserter had broken off. The product is covered in bio-debris. No other evaluation can be made from the pictures provided. Reported event was confirmed by review of photographs provided. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned for evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified wear and tear from previous uses. Nicks, gouges, and scratches were noted on the handle and body. Strike plate shows indentations. Hex bolt threaded tip has fractured away from the hex bolt attached in the device. Threaded tip was returned. No other damage was noted. Corrective action was initiated to address the design issue of the threaded tip of the instrument. Manufacturing records confirm that the device was manufactured to print, prior to implementation of design change. Root cause is previously addressed design issue. Complaint sample was evaluated and the reported event was confirmed. Root cause is previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the tip of the inserter fractured. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.